Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement 8-pack battery kit shipped to site 07/15/2016. Suspect 8-pack battery kit has not been received by manufacturer for analysis. Return requested. Replacement motor battery charger shipped to site 07/15/2016. Suspect motor battery charger returned to manufacturer for analysis and is under analysis. On 07/18/2016, a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Motor battery charger makes loud high pitch sound and motion batteries will not hold charge when on load. The medtronic representative replaced motor battery charger assembly and motion batteries. Issue resolved. System performed as intended.

Event description:
A site representative, biomed representative, reported that while in a procedure, their imaging system image acquisition system (ias) displayed an error message reading: critical battery life. No further details regarding this issue, or specifically when it occurred, were provided. No additional information regarding the procedure were reported. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome reported.

Manufacturer narrative:
Investigation of returned suspect motor battery charger confirmed the reported problem was caused by an electrical failure. Motor battery charger board passed functional bench output testing. Visual inspection noted led's light as expected, board has leaking capacitors and capacitors emit a high pitched hiss. Installed motor battery charger board in test imaging system and initially the system operated as expected, however after exercising motion, 3d imaging resulted in a battery error and the logs exhibit "battery status low."